Manufacturer narrative:
Initial MDR submission: currently the device has not been returned for evaluation. Awaiting the return of the device. A customer visit was conducted by the sales rep, sales manager, and engineering. The other device in use at the time of the interference was a phillips mx800. The patient was given IV lidocaine related to the artifact that was seen on the monitor. It has been reported that there was no further patient injury related to this issue. If any additional information becomes available, a follow up MDR will be filed.

Event description:
We had a case where the enflow warmer is causing EKG interference at downey. There was no patient harm, but the anesthesiologist did administer lidocaine and almost called a code blue in this case. The mx800 was in use during this last situation